Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker exhibited high impedance measurements, and the pacemaker set screw was found to be loose. The physician elected to remove and replace the pacemaker. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Reported event of high impedance was not confirmed, and loose or intermittent connection was confirmed. Analysis revealed incorrect insertion of the torque wrench into the setscrew inset had occurred. Torque wrench was aligned when inserting into the setscrew hex inset and it was not being fully and correctly inserted into the setscrew, causing the setscrew to strip. This is consistent with user error. Further analysis, including impedance test, was performed and no anomaly was found. The longevity assessment was performed and device was in normal range of operation.